Event description:
It was reported that in 2007, the patient underwent a minimally invasive lumbar tlif at l4-l5 and l5-s1 where rhbmp-s/acs was used. The patient did very well for three months, and then began to experience pain. A CT scan revealed lucency around the interbody device as well as within the contralateral face joint. The surgeon described pseudarthrosis, but also indicated seeing a lytic response at the endplates and within the facet joint. There was no noted cage migration or loss of disc height. The patient underwent a revision surgery the following year.